Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with complaints of bilateral flank pain, fever, and nausea/vomiting. Urine and blood cultures were negative. Driveline drainage was noted and cultures were positive for (B)(6). Pet scan on (B)(6) 2021 was positive for infection around the driveline, outflow graft (ofg), and pump housing. The patient was started on intravenous (IV) cefazoline until (B)(6) 2021 and was then to transition to oral antibiotics for life. The patient deemed stable for discharge on (B)(6) 2021. Patient was admitted again on (B)(6) 2021 with a protruding abscess below the sternum that was rapidly increasing in size and fevers while still on cefazoline IV. On (B)(6) 2021, the patient was taken back to the operating room for infectious disease and a wound vac was placed. Confirmed infection has spread to outflow graft, pump housing and all down the driveline. The patient was ultimately transitioned to hospice care on (B)(6) 2021 and passed away (B)(6) 2021. The infection was a (B)(6) driveline infection.